Event description:
Healthcare professional reported, " textured to smooth implant exchange". Healthcare professional, later reported, "of ¿observation made, during surgery, ruptured¿. Via rga forms. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. It was later reported rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, " textured to smooth implant exchange". Healthcare professional later reported, "of ¿observation made, during surgery, ruptured¿ via rga forms. This is for the left side device. The device has been explanted.